Event description:
It was reported by the hospital that "the pt has partial recall of their surgery". At some point (exact details unavailable) the e-caio module used during the surgery was tested against a simulator and the oxygen (o2) was not calibrating correctly. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.